Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the intestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure to treat transduodenal oddi's sphincteroplasty performed on (B)(6) 2026. During the procedure, when bowing, the plastic sheath at the autotome tip was kinked. As a result, the cutting wire could not be fully straightened. A photo of the complaint device was provided and showed that the working length was kinked and the device in a bowed position. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.